Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lower anterior resection to connect the proximal part of the colon to the rectum when the stapler was placed into the proximal part of the colon. The stapler was inserted via the anus of the patient, the trocar pierced through the tissue and it was impossible to click the anvil to the stapler. There was no hearable, feel-able and visible click. The orange band was perfectly visible but the anvil didn't click and wanted to stay on the anvil. The stump of the rectum had to be pierced several times by a new stapler because the first stapler didn't function but there was no additional tissue loss. A new stapler was inserted and clicked on the original anvil. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. The device produced all audible, tactile and visual indicators during the functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.